Event description:
The customer reported that the 840 ventilator had an erratic screen. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced. It is not verified that the vent was inoperable, and that a malfunction occurred.